Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the mobile programmer was used in patient sessions the touchscreen of the hosting tablet was frequently disabled and unresponsive to touch. It was noted that the mobile programmer was re-started however this did not resolve the issue. No patient complications have been reported as a result of this event.